Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation no image was displayed due to faulty cable unit; however, a root cause for the faulty cable could not be found. Olympus will continue to monitor field performance for this device.

Event description:
As reported, camera is not recognized by control box. The issue found at preparation for use. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
In a follow up communication with the customer, it was conveyed that the subject device was replaced with similar device with model ch-s400-xy-eb. Customer stated that the intended procedure was completed. The type of procedure performed was not provided. No further details provided. The subject device was received and evaluated at olympus service center site. The customer reported issue was confirmed. Inspection of the device found no image due to faulty cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.